Event description:
It was reported that this right ventricular lead exhibited noise, isometrics with oversensing, and a lead fracture was noted. A revision procedure was performed, and the lead was surgically abandoned. A new lead was placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).